Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon revised loose attune tray (B)(6) 2019 - replaced with stemmed tibia and captured in (B)(4). It was also reported that the patient is miserable wanted all components removed. They planned a tc3 rp. Femoral component in too much valgus. Patella, femur, poly and tibia were removed. Tc3 cp - result less valgus - balanced well, patella tracked well. There was a surgical delay of 80 mins. Doi: (B)(6) 2019 (tibial tray, insert and pressfit stem). (B)(6) 2018 (patella and femoral). Dor: (B)(6) 2019. Left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a previous device history record (DHR) review on (B)(4) revealed two unrelated non-conformances against this lot. Final micro and sterility tests passed. Details for gentamicin component of combination product: dmf# - 13704 , trade name ¿ gentamicin sulphate , active ingredient(s) ¿ gentamicin sulphate , dosage form - powder , strength ¿ 1.0g active in our cements.